Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. In general, it is recommended to check the footstep again before each use to ensure it is properly attached. The correct handling is described in the operator manual. A follow-up report will be filed upon completion of the investigation.

Event description:
Siemens healthineers became aware of an incident that occurred while operating the luminos drf max. The customer stated that when using the foot board, it detached from the patient table on both sides when a patient stepped on it. The patient was not injured. Further information was requested for investigation.

Manufacturer narrative:
H3, h6: the reported issue was investigated in detail. The analysis of the provided pictures showed clearly signs of wear on the aluminum profiles of the tabletop. This is an indication of heavy use of the footrest. The investigation of the affected and returned tabletop also confirmed that the notches of the aluminum profile are slightly enlarged. However, this does not constitute a restriction or hazard during use. The correct locking of the footrest was checked by system experts using a standard footrest, as the original footrest was not available for investigation. It was confirmed that the footrest locks into place correctly and safely despite the enlarged notches. Due to the specifications and tolerances, the footrest can always be moved slightly. It could be confirmed that the footrest cannot be detached by itself from the tabletop. From a technical point of view, an impact of the burrs on the footrest attachment/ detachment cannot be confirmed. In general, during maintenance potential burrs on the notches are removed, if necessary, as stated in the system maintenance manual. This will ensure that there are no sharp edges and will support smooth handling. This was also performed at the affected tabletop during the last maintenance in (B)(6) 2024. According to the information received by the service engineer one of the locking pins was not protruding far enough. According to his opinion the fault was due to a bent mechanism. This assumption could not be confirmed during investigation, no damage to the locking pins or the locking mechanism could be identified. Any potential damage could have been caused by the incident of the falling footrest. Furthermore, damage to the plastic strip of the footrest was found on the provided images. However, a damaged strip does not impair the functionality. It was also identified within the pictures that a mattress is used at the customer system. In general, it is important to ensure that the mattress is not placed underneath the footrest as otherwise the locking mechanism of the footrest cannot lock properly in this case. According to the information received from the service engineer the issue was already solved on site with replacement of the tabletop (B)(6) and the footrest (B)(6). Shs internal post market surveillance does not indicate a general problem with these spare parts. No malfunction could be determined on the affected tabletop in combination with a footrest. In general, it is recommended to check the footrest again before each use to ensure it is properly attached. The correct handling is described in the system operator manual. To further improve the understanding of how to use the footrest, the description in the operator manual has been updated with additional details and illustrations on how to securely attach the footrest. The improved operator manual is available since (B)(6) 2023. For the installed base, an addendum for the improved understanding of the handling of the footrest has been released on (B)(6) 2022 with ui xp051/22/s. The affected customer received the addendum in (B)(6) 2022. The complaint has been closed.